Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not received, but expected.

Event description:
It was reported that after an initial knee procedure, it was noticed that the tibial articular surface provisional had fractured. No adverse events have been reported as a result of the malfunction.